Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set tubing detached from connector, which caused the patient's blood glucose was elevated to 323 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.